Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfc sigma loosening after 9 years. Doi: (B)(6) 2011; dor: (B)(6) 2022; unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
On (B)(6) 2011, the patient had a right total knee to address patellofemoral osteoarthritis. Depuy products were used during this surgery, including a depuy patella. The indication for surgery noted that the patient had a previous left total hip replacement done in (B)(6) 2011. On (B)(6) 2013, the patient had a revision right total knee to address right ptg tibial plateau loosening. The indication for surgery noted that the patient was experiencing pain. Radiorgraphs were noted to show instability of the tibial component and early loosening of the tibial component. There was a tear in the lower pole of the patella. During the procedure the surgeon observed, large clear effusion. The tibial tray was confirmed to be loose- no interface provided. The femoral component was well fixed. There was cement residue found and removed which ¿may correspond to the pain point¿. The small fracture of the inferior pole of the patella was resected, the patellar tendon was noted to be intact. The tibial canal was noted to be sclerotic.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.